Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is complete.

Event description:
Customer reported slow blood return reported with blood draws. Rn drawing blood through central line. Flushed first with 10 ml normal saline, then withdraw a 10 ml blood discard (pulled without difficulty). Next 10 ml of blood sample very difficult to draw. Rn disengaged syringe from valve and found blue piston was stuck down. As blue piston rebounded into position it popped back and blood sprayed on rn's shoulder. No employee or patient harm reported. Bd syringe (10 ml) utilized. Customer has also recently trailed and implanted a new cleaning cap / end cap called "swab caps" which contain alcohol in the cap and are removed just prior to blood draw. Not known if "swab cap" was on device just prior to time of draw. No employee or patient harm reported and no medical intervention required. The customer stated that no further patient or event information is available.